Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant prducts: 5071 implantable pacing lead, (B)(6) 2012; 6949 implantable tachy lead, (B)(6) 2005; 4076 implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device reached elective replacement indicator (eri) early due to a high left ventricular (lv) lead pacing threshold of 6 volts at 0.9 milliseconds. The device was explanted and replaced. An additional epicardial lv lead was placed with good thresholds and was y-adapted to the existing epicardial lv lead for bipolar capabilities. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.